Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: blue curved cutter was used for rectal atresia. After firing, the proximal side of the anastomosis was not cut, and the distal side was partly cut. The surgery was changed to colostomy.